Manufacturer narrative:
Product analysis : analysis was able to confirm the customer comment that the epg had broken plastic in the ventricular port, the output connectors were broken. It was also identified that the hanger was broken and that the battery drawer was sticking. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken plastic in the ventricular port. The epg was returned for analy sis.there was no patient involvement.